Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported before use of the bd vacutainer® urine analysis preservative tube the ¿tube was deformed.¿ there was no report of injury or further medical intervention.